Event description:
A patient's representative called. The reason for call was caller said they wanted information on the dbs system for epilepsy. In talking they said the patient had an rns and vns device that was not manufactured by (B)(6). They said they had a battery replacement and something went wrong and the patient got an infection. Patient is on an antibiotic indefinitely to make sure the infection doesn't come back. They had to go back in and clean all the infection out. Rns is getting low battery. Patient has had so many surgeries for that device they are nervous about doing yet another surgery and creating even more scar tissue on top of scar tissue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).